Manufacturer narrative:
Customer reported that a surgeon was using surgiphor and the bottle ruptured in his hand. No patient impact has been reported. Initial review of the sample returned confirms event however a definitive root cause has yet to be established and the investigation is ongoing. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Customer reported that a surgeon was using surgiphor and the bottle ruptured in his hand. No patient impact has been reported.

Event description:
Customer reported that a surgeon was using surgiphor and the bottle ruptured in his hand. No patient impact has been reported.

Manufacturer narrative:
Customer reported that a surgeon was using surgiphor and the bottle ruptured in his hand. No patient impact has been reported. Initial review of the sample returned confirms the event, however a definitive root cause has yet to be established, and the investigation is ongoing. Addendum: the reported condition has been confirmed however a definitive cause of the cracking was not determined. A CAPA has been opened to further investigate this event. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.